Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) reseated the inspiratory module. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).